Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for replace battery now alarm. The customer's blood glucose was unknown. Customer reported that once a month when she changes the battery within 2-4 hrs. It says the battery needs to be replaced again, it won¿t replace the battery. Customer reported that she did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer stated that there were not unattended alarms. Customer stated that the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.